Event description:
New information notes that fluoroscopy was performed and there was no obvious damage on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.

Event description:
It was reported that a patient presented remotely on 13 jan 2023 with the pacing impedance on their right ventricular lead being more than double the original baseline impedance. No intervention was reported. There were no patient consequences.